Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-ipg-r-MRI upn: m365sc12160, model: sc-1216, serial: (B)(6), batch: 772360. Product family: scs-linear leads upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 7152403/7147400.

Event description:
It was reported that the patient had hematoma, pain, and a red bump that was not healing at the anchor site. The physician drained the area under x-ray. Following the procedure, pus was noted at the anchor site and infection developed at the battery site. The patient underwent a spinal cord stimulator (scs) system explant procedure and was administered with antibiotics. All device components were removed and were not returned. The patient was doing well postoperatively.